Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081267) on 30-nov-2018. The most recent information was received on 02-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain without relief ranging from a 1-8 on the faces pain scale') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, abdominal cramps, urinary tract disorder, dizziness, bleeding menstrual heavy, uterine bleeding, menses irregular, prolonged periods, lower abdominal pain, right lower quadrant pain, endometrial thickening, coughing and sneezing. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/menorrhagia being extremely bad") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 2-jul-2019: this case was detected to be a duplicate to case record # us-bay-(B)(4) (medwatch 3500a MFR number 2951250-2019-03166) which will be deleted when all information was transferred to this case (us-bayer-(B)(4)) which is retained: new information: reporters added: lawyers. Plaintiff's last name updated (now double name). Birth date added. Mirena added as concomitant drug. Medical history added. Essure was removed on (B)(6) 2019. Outcome of events (no new events) still unknown. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5081267) on 30-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain without relief ranging from a 1-8 on the faces pain scale") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/menorrhagia being extremely bad") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (patient is likely to undergo essure removal by hysterectomy). At the time of the report, the pelvic pain and dyspareunia outcome was unknown and the menorrhagia had not resolved. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure (ess205). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.